Event description:
Technician reported device over infused. Total bag volume was 199 ml (including 15 ml overfill). Rate was 4ml/hr over 46 hrs. Pump alarmed after 44-3.4 hrs that the infusion was complete. No pt injury or medical intervention.